Manufacturer narrative:
Eval summary: review of device history record (DHR) - a review of the inspection records for the target device revealed no discrepancies. Eval revealed the target device to be the primary product. Deviations in the inspection documents were not found: a check of the function on 100% of the devices (sub-supplier) and add'l in-house spot check of the lot in question revealed function was given in full on the device at the stage of delivery. The item was documented as faultless prior to distribution and as it had been in use for a longer time (approx 3 years) we pre-suppose that the target device had fulfilled its tasks in former surgeries as intended. Investigation was not possible because the items will not return. The case was not reproducible by customer. The file will be closed formally in accordance to our procedures. If the device or add'l relevant info becomes available in future the file will be reviewed. If the results are not within the possibilities as stated above, the file will be re-opened.

Event description:
During the g3 nail surgery, the surgeon drilled the distal screw hole of the nail. However, the drill was contacted to the edge of distal screw hole of the nail. The surgeon separated tip of drill sleeve from the bone, and did the drilling. The surgeon thought that there was a possibility of not locking drill sleeve to target device.